Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding menorrhagia") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included carvedilol and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal") and tooth disorder ("dental problem"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / abdomen pain"), back pain ("lower back pain"), abdominal distension ("severe bloating") and uterine leiomyoma ("other injury(ies) or complication(s)- please describe:fibroids/ 4 lb fibroid on uterus"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices, (B)(6) 2017 bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, abdominal distension, tooth disorder and uterine leiomyoma outcome was unknown and the genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plantiff sought treatment on multiple occasions for abdominal pain, pelvic pain, bleeding and severe bloating, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion following the requisite time period after implantation of essure had a hysterosalpingogram test most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dental problem, fibroids, lower back pain. Pain, abdomen pain, clubbed to previous events. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal distension ("severe bloating"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for abdominal pain, pelvic pain, bleeding and severe bloating, among other symptoms. Diagnostic results: following the requisite time period after implantation of essure had a hysterosalpingogram test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.